Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was trying to use her patient programmer to make therapy adjustments but experienced power on reset (por). The patient stated that she was at the hospital getting an ultrasound of the legs and asked her health care professional (hcp) if she could turn her stimulator off but the hcp said no. The patient mentioned that the ultrasound showed that she had a superficial blood clot in her left leg behind her knee but the patient wondered if her wire had moved a little bit away from the nerve due to changes in body fat so she asked her hcp to take an ultrasound of that. The hcp ordered an ultrasound of her legs instead which was when they found the blood clot. The patient also mentioned that she had gone through metal detectors in the past and was having urinary accidents. It was reported that it seemed like the ins therapy stopped working or that she had a bladder infection. The patient also stated that she was on her period and thought that may have affected it too. The patient reported not peeing as much now. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Patient code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the patient had urinary tract infections (uti) were related to the patient's underlying urinary dysfunction and were not related to the interstim device or therapy. The hcp stated the cause of the power on reset (por) was not determined. The patient stated the urinary accidents and therapy not working had been resolved. There were no further complications that have been reported as a result of this event.